Event description:
It was reported that the gastrointestinal videoscope exhibited a dirty forceps channel. The issue was found during service or maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps channel is dirty with tissue adhesive attached, tissue adhesive is attached to the bending rubber, the distal end of the insertion tube and distal end cover. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.